Manufacturer narrative:
The device was returned to olympus for evaluation. The device was visually inspected and a foreign object was found to be lodged inside the biopsy channel. A manufacturer's model boroscope was used to inspect the biopsy channel and the broken piece of the foreign object was located at the opening on the control body side, near the biopsy port. There was extreme difficulty in passing the brush and forceps. Additionally, the foreign object could not be removed from the biopsy channel. Due to this the device could not be fully evaluated. The cause cannot be conclusively determined.

Event description:
It was reported the device was incorrectly reprocessed as it was cleaned in cidex. During this time, the scope was leak tested and passed but when put in medivator it failed. Additionally, there was a blockage in the biopsy port.

Manufacturer narrative:
This report is being supplemented to provide additional information regarding the reported event. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The root cause of the reported event could not be conclusively determined. There is no evidence that the event occurred due to a malfunction of the scope. Most probable cause is related to reprocessing. Per the product IFU: "precautions: all channels of the endoscope, including the instrument channel and all accessories used with the endoscope during the patient procedure, such as all valves, must be cleaned and high-level disinfected or sterilized after each patient procedure, even if the channels or accessories were not used during the patient procedure. Insufficient cleaning and disinfection or sterilization of these components may pose an infection control risk to patients and/or operators".